Event description:
According to the customers description: sara 3000 was involved in an incident which resulted in the resident falling out of the lift during a transfer. The resident sustained a broken bone (no information which bone) and was hospitalized. The customer stated they believe the incident occurred due to user error and have already provided in-service training to their staff.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo medical (B)(4). As of (B)(4) 2012, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). When reviewing similar reportable events, we found some cases with similar fault description (slipping in or slipping from sling resulting in broken bones), mainly related to use error. The trend observed for reportable complaints with this failure mode on sara 3000 is considered to be low and stable. We found no deficiency with the device which might be related with the incident. Additional information received was that the customer stated they believe the incident occurred due to user error any no concerns with the sara 3000 lifting device was raised. From our evaluation it appears a number of use errors appear to have caused the event, the most relevant use error being a failure to evaluate the person to be transferred before use. Need for the professional clinical assessment prior to use of sara 3000 lift device is stated in the instruction for use (kkx81010m-en issue 3): " warning: before attempting to raise a resident, a full clinical assessment of the resident's condition and suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he or she will be lifted using a sara 3000 standing and raising aid." The caregivers were re-trained so that they are reminded of the contents of the IFU.